Event description:
One patient sample with discrepant hcg results. Initial result gave 10.96 miu/ml. The physician questioned the result. The same sample was repeated twice in 2008 and twice the next day, giving 0.100 miu/ml each time. Initial result was reported, patient not adversely affected. The field service representative was unable to determine a root cause. Performance tests were performed.